Event description:
Event description cpi received information that two bipolar leads were removed due to low impedance measurements and loss of capture. An invasive procedure was performed and both leads were found to be fractured. The leads were replaced with two new leads of the same model.